Event description:
It was reported the device was found leaking from the tank. Reporter could not confirm whether issue was found during testing or patient use. No adverse effects reported.

Manufacturer narrative:
Other, other text: additional information d4 UDI is unknown. No product information has been provided to date.d5 h6 this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Contaminated reservoir, outdated front cover, printed circuit board (pcb), and power switch. Started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The reported problem was confirmed. The device wasn't allowing adjustments to be made on the pcb. The root cause of the reported issue was found to be damage to one of the adjustment pots on the pcb. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.